Manufacturer narrative:
Device manufacturer city - cartago or aibonito. MFR address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, costa rica 30106 or aibonito: rd 721 km 0 3 po box 1389 aibonito, pr 00705. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link non-dehp standard bore catheter extension sets disconnected from the patient catheter at the hand. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.